Manufacturer narrative:
Bec customer technical support sent the customer a replacement fluids tray. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak in connection with their access 2 immunoassay analyzer. The leak was coming from the fluids tray. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.